Manufacturer narrative:
Concomitant medical products: product ID: b i71000125, serial/lot #: unk. A manufacturing representative went out to the site to preform a system check out. It was noted that they attempted to take a 2 dimensional scan and it would not produce an x-ray. They replaced the batteries and they system functioned as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the imaging system doesn't hold enough charge to complete the calibrations. The system has been charging for the last week. There was no patient present.